Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event include: there may have been a loose flow valve unit connection to the used controller. Before use, ensure that the flow valve cable is fully secured in its intended controller connector. There are no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the flow control valve would not power on. The procedure was successfully completed using an alternate device/method. There have been no reported patient complications.